Event description:
It was reported that during a normal pump refill the residual medication that was removed from the pump was ¿cloudy and straw-colored.¿ the fluid was sent in for a culture and cell count, and the cell count came back as over 200 wbc, ¿it means it is infected.¿ the patient was afebrile and not symptomatic. The culture was negative. It was unknown how long the infection had been happening. The pump was infusing lioresal. It was later reported a culture was taken from the device pocket but the organism cultured was negative. The location of the infection was located in the device pocket and an unknown location. The patient was still asymptomatic ¿in spite of the fluid that appears to be infected.¿ no treatments instituted for the infection were identified. The patient¿s outcome was reported to be unknown.

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).